Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia event which made her lose consciousness. The operator asked when it happened and the patient said in the afternoon around 4:20 pm but she did not remember well because as she was feeling unwell. She got into bed and passed out awakening in the hospital in (B)(6). The patient reported that she was under observation for one night and was discharged by the doctor. The patient didn't know how she was treated but assumes she was treated with glucose.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Due to insufficient information from the user and no information available in data management system (dms), no investigation was possible for this complaint. User stopped responding to communications. Customer complaint could not be confirmed.